Manufacturer narrative:
Patient code:2692device code:1661

Event description:
It was reported that a patient presented with decreased bi-v pacing via merlin.net transmission. Programming changes were recommended.